Event description:
Reference number: (B)(4). Event occurred in saudi arabia. It was reported that patient faced an infusion set tape not sticking on (B)(6) 2026. The infusion set was in use for 5 minutes. No further information available.